Event description:
It was reported that the patient experienced loss of efficacy and films showed a posterior shift of the implant at l4/5. The patient underwent a revision procedure to replace the spacer with a larger size. The patient was doing well postoperatively.

Manufacturer narrative:
The returned device was analyzed and the reported event of loss of efficacy and migration was unable to be confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The device exhibits normal characteristics. Therefore, the probable cause was determined to be no problem detected. No escalation is required at this time.

Event description:
It was reported that the patient experienced loss of efficacy and films showed a posterior shift of the implant at l4/5. The patient underwent a revision procedure to replace the spacer with a larger size. The patient was doing well postoperatively. The explanted spacer is expected to be returned for analysis.